Event description:
Procedure: gastric. According to the reporter: after firing the device, all the staples fell in a pile. The or time was not delayed and there was no abnormal bleeding reported. To correct this the surgeon went around the incision. No injury reported.